Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that on an unknown date in (B)(6) 2014, she experienced diabetic ketoacidosis (dka) and was hospitalized, related to a power issue with the pump. The patient stated that she could not get the pump to power on, so she went off the pump but she did not have an alternate method of insulin delivery available. The patient stated she subsequently ended up in the hospital with dka and blood glucose (bg) readings of ¿hi¿ (>600 mg/dl). The patient stated that she was on an insulin drip for a week in the intensive care unit. Prior to being hospitalized for dka, the patient stated that she noticed the pump wasn¿t working when she went to give herself a bolus, and at that time she had tried a new battery, but the pump still wouldn¿t power on. The patient stated that when she came home from the hospital she put another battery in the pump and it powered back on and has been working fine since. The patient denied any damage to the battery compartment or battery cap, but noted that the battery cap had never been changed. Customer technical support reviewed the alarm history with the patient and found no associated alarms. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to the pump not powering on.